Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was confirmed due to a broken white (drvn_gnd) wire at ECG ¿c&d¿ cable. Upon investigation the electrode belt did not pass an ECG fall-off test. The trunk cable was also sent to engineering for damage. The root cause for the broken wire was unable to be positively identified. Belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.